Event description:
It was reported that during a follow up in clinic, post sensed t-wave oversensing was noted on the device. Abbott technical support was contacted and reprogramming of the device is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.